Manufacturer narrative:
Correction: b2 and b5 section were updated.

Event description:
It was noted that the right atrial (ra) lead had dislodged and failed to capture the atrium as it fell into the ventricle. The dislodgement was confirmed by diagnostic and visual examination. The patient presented to the hospital on (B)(6) 2025 for lead revision procedure. The physician decided to do a culture of the pocket, and they remove the whole system because they thought the system was infected. The information received indicates that the infection was not associated with any abbott product and/or procedure, there was no erosion of the device and leads and no vegetation was noted on the leads. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was noted that the right atrial (ra) lead had dislodged. The patient presented to the hospital on (B)(6) 2025 for lead revision procedure. The physician decided to do a culture of the pocket, and they remove the whole system because they thought the system was infected. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: previously need to check b2 box for required intervention to prevent permanent impairment/damage (devices.

Event description:
It was noted that the right atrial (ra) lead had dislodged. The dislodgement was confirmed by diagnostic and visual examination. The patient presented to the hospital on (B)(6) 2025 for lead revision procedure. The physician decided to do a culture of the pocket, and they remove the whole system because they thought the system was infected. The information received indicates that the infection was not associated with any abbott product and/or procedure, there was no erosion of the device and leads and no vegetation was noted on the leads. The patient was in stable condition throughout the procedure.